Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported slow reader and reader difficulty displaying measurements with the adc device. Customer reported that "they were hospitalized for other health problems (ceramic bleeding) and had a low glucose reading and a healthcare professional administered glucose intravenously. A blood glucose test of 2.9 mmol/l was obtained on the healthcare professional meter, date and time unspecified. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported slow reader and reader difficulty displaying measurements with the adc device. Customer reported that "they were hospitalized for other health problems (ceramic bleeding) and had a low glucose reading and a healthcare professional administered glucose intravenously. A blood glucose test of 2.9 mmol/l was obtained on the healthcare professional meter, date and time unspecified. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.